Manufacturer narrative:
.

Event description:
Clinic notes were received indicating that the vns patient's device was tested during an office visit on (B)(6) 2015 and diagnostics showed normal device function and near end of service condition. When the diagnostic test was performed, it was noted that the patient had "some minor symptoms" so the physician increased the device duty cycle. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Follow-up with the patient&#38112;mother did not indicate that the patient was experiencing any issues with vns.